Event description:
It was reported that the patient has been feeling hip pain on the left side and thinks it may have been caused by the device. The sales representative advised the patient to stop using the device until he received the company¿s call. The patient is aware that bilingual personnel within the company will be in touch with him for further assistance. The pain started this morning. The patient¿s pain level was at a 10. The patient has not called his doctor. The patient has not increased his daily activities. The pain is below the skin. The patient has taken advil for the pain. The patient had pain in the left hip before using the stimulator. Customer service told the patient to stop using the device for a few days then introduce and start doing the time test. The patient was advised to contact his doctor regarding the pain. No additional information has been received at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that the patient has been feeling hip pain on the left side and thinks it may have been caused by the device. The sales representative advised the patient to stop using the device until he received the company¿s call. The patient is aware that bilingual personnel within the company will be in touch with him for further assistance.the pain started this morning. The patient¿s pain level was at a 10. The patient has not called his doctor. The patient has not increased his daily activities. The pain is below the skin. The patient has taken advil for the pain. The patient had pain in the left hip before using the stimulator. Customer service told the patient to stop using the device for a few days then introduce and start doing the time test. The patient was advised to contact his doctor regarding the pain. No additional information has been received at this time.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.